Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately 13.5 years post index procedure, it was reported that during a routine follow up CT scan, the bifurcated aneurx device has migrated about 7-10 mm below the renals. The aortic neck has expanded to 29-30 mm in diameter. There is no presence of an endoleak but the seal is marginal at best. The patient has pancreatic cancer so the physician has not yet to determine if an intervention will be performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration) patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: known inherent risk of a procedure (migration) device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).